Event description:
Sigma infusion pump with epi running alarmed with message "system error" and shutdown immediately. In addition to this system error, had eleven (11) "upstream occlusion" alarms from six different sigma pumps in the room over the course of the shift.